Event description:
It was reported port needle break on october 12th with a continuous infusion of antibody therapy infusing. The patient had to come to hospital to have their needle changed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20ga x 0.75" powerloc max safety infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns, radiating tear marks and material buckling which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfqf039 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported port needle break on october 12th with a continuous infusion of antibody therapy infusing. The patient had to come to hospital to have their needle changed.